Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that blood glucose levels increased to approximately 363 mg/dl while wearing the pod for 24 to 36 hours. The patient reported that the pink slide did not move forward upon pod activation, indicating a needle insertion mechanism failure. Additionally, the cannula was reported to appear shorter than normal. As treatment, a new pod was placed.